Event description:
Healthcare professional reported through distributor "prosthesis shows signs of intracapsular rupture". This record is for the left side. The device remains implanted. It is unknown if explant surgery is scheduled and if the explanted device will be returned.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.